Event description:
Pt has had a stimulator for several years. The recent replacement device implanted in 1999 has caused the pt to experience shocking when the device "turned itself on in the middle of the night." Shocking was quite strong and pt would have to use programmer to shut the device off. Pt also stated that pt got intermittent stimulation when device turned on and the level of stimulation would increase for no apparent reason. These changes in stimulation were not related to movement activity. Device was replaced and pt has had no problems with new device.